Event description:
It was reported to boston scientific corporation that during a biopsy procedure in the stomach, the radial jaw 3 biopsy forceps did not function properly. When the forceps handle was actuated, one cup was open; unable to close the cup completely. When the forceps were drawn into the unspecified type of scope, friction was felt. The procedure was completed with this device, patient condition is reported as "good".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.